Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly experienced elevated blood glucose levels although was receiving boluses; required hospitalization. Treatment received is unknown. Caller alleges the infusion sets are the cause of the elevated blood glucose levels. Requested return of the alleged infusion sets and replacement was provided.

Manufacturer narrative:
Additional information received that patient was using 6mm cannulas before but due to high blood glucose levels after child's weight increased, they changed to 8mm cannulas which worked fine since last year. Only after receiving the last submission of 3 packages sets and 3 packages cannulas lot 1203024 and lot 1193315 they continue to have problems. The lot number of the suspect device is still unknown